Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited detached bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed detached device bending section could not be determined, however, the issue was likely the result of component failure due to excessive force/stress and or wear due repetitive use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.